Manufacturer narrative:
Attachment: [2017-02 exemption e2013036 submission otn.xls]

Event description:
The manufacturer report is being sent as a requirement under summary reporting exemption approval number - e2013036 for product code otn. Submissions for product codes otp and pah can be found under manufacturer reports numbers 3005099803-2017-00609 and 3005099803-2017-00610.